Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) scs lead was explanted due to excessive scar tissue (initial reason for surgical intervention unknown). No additional information available at this time. Further clarification needed to identify date of event.